Manufacturer narrative:
H.6. Investigation summary : bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported during use the bd vacutainer® ultratouch¿ push button blood collection set experienced failure of product to contain blood or medication(i.e. Crack, hole in tube,cut, etc). The following information was provided by the initial reporter: "after pushing the button, blood was dripping from end of line." No exposure to blood or bodily fluids.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: common device name: intravascular administration set. Medical device type: fpa. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use the bd vacutainer® ultratouch¿ push button blood collection set experienced failure of product to contain blood or medication(i.e. Crack, hole in tube,cut, etc). The following information was provided by the initial reporter: "after pushing the button, blood was dripping from end of line." No exposure to blood or bodily fluids.